Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. The 2.0x15mm maverick 2 balloon was advanced to the lad and inflated to 6 atms for 5 seconds and the balloon ruptured on the first inflation. The balloon was removed intact. The procedure was completed with another 2.0x15mm maverick 2 balloon. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).